Event description:
It was reported that the patient experienced pus, redness, and swelling at the lead insertion site. The patients wife had been treating this on her own with peroxide. The patient was administered antibiotics by their general practitioner, and later administered a different type of antibiotics from their spinal cord stimulation physician. The physician assessed that the patient had an infection. The device and procedure are contributing factors to the infection, along with the fact that the patient refused to report for follow-up visits as instructed by the implant team. A culture was taken which confirmed staphylococcus infection. The patient underwent a procedure in which the entire system was explanted. The explanted devices will not be returned as they were discarded at the medical facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-ipg-r-MRI, upn m365sc12320, model sc-1232, serial-lot (B)(6), batch (B)(6).